Event description:
This lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2013 due to no capture at sv at 1.0ms in bipolar. Threshold in unipolar is 1 .4v at 1.0ms. The physician was dr. (B)(6) at (B)(6) hospital south in charlotte, nc. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).